Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the high purge pressure was most likely due to biomaterial buildup based on data log analysis of multiple instances of purge increases with no motor current spikes at start of purge rises and based on clinical details noting that purge issue resolved once tpa was administered.

Event description:
The complainant reported that on the third day of support with an impella 5.5, the purge pressure increased above expected levels to approximately 900¿1000 mmhg. The purge line and catheter were inspected, and no kinks were observed. It was reported that the patient¿s partial thromboplastin time was therapeutic and consistently measured at approximately 47 seconds. The following day, it was reported that the purge pressure self-resolved and returned to within the expected range. On 15-march-2026, it was reported that the purge pressure increased again to approximately 870 mmhg. Abiomed support recommended replacement of the pump and discussed the tissue plasminogen activator (tpa) protocol with the medical team. The medical team elected to add tissue plasminogen activator to the purge solution, which was reported to resolve the elevated purge pressure. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. At the time of reporting, the patient continues to be supported by the impella 5.5.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Additional information received regarding the outcome of the patient (death) b1,b2, b5, and h6 updated based on the patient outcome. The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a male patient presenting for off-pump coronary artery bypass (opcab). The patient¿s comorbidities and clinical state prior to initiation of support were not specified. During support, the managing physician reported elevated purge pressure values exceeding 900¿1000 mmhg. Review of the automated impella controller (aic) purge trends over a 12-hour period showed values previously within a lower range, including at the time of implantation (2.4¿ml/hr at 961¿mmhg). The purge line, catheter shaft, and access site were inspected and found to have no kinks or obstructions. The partial thromboplastin time (ptt) was consistently approximately 47¿seconds. A tissue plasminogen activator (tpa) lysis protocol was discussed with the physician, who planned to consult a senior colleague. On follow-up, no purge lysis was administered, and the issue resolved spontaneously with purge parameters returning to within range. A subsequent call from the physician reported recurrence of high purge pressure (purge flow 3.1¿ml/hr, purge pressure 870¿mmhg). The purge line was again checked for kinks or obstruction. Recommendations included pump replacement, and repeat discussion of rtpa lysis was undertaken with instructions provided. Lysis was administered. Despite these interventions, care was ultimately withdrawn, and the patient expired. The device is being conservatively reported for death; however, the death is most likely attributable to the patient¿s underlying critical condition

Manufacturer narrative:
Updated information: d6b added.